Event description:
On (B)(6) 2025, this patient underwent endovascular treatment for a suspected rupture of an aneurysm at the proximal anastomosis site following thoracoabdominal aortic replacement that was performed in 2019. A gore® dryseal flex introducer sheath (dsf sheath) was used for access. A vessel damage in the right external iliac artery was observed while removing the dsf sheath. An additional stent graft was placed to treat the vessel damage but bleeding continued. A dissection at the puncture site was confirmed and was treated by surgically. The patient tolerated the procedure. Reportedly, the access vessel diameter was approximately 6mm, and calcification was present.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). The vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.